Manufacturer narrative:
Product complaint # (B)(4). Date of event: publication year of 2002. Batch # unk. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: rectal perforation, retropneumoperitoneum, and pneumomediastinum after stapling procedure for prolapsed hemorrhoids: report of a case and subsequent considerations. Author/s: valter ripetti, m.d., marco caricato, m.d., augusto arullani, m.d. Authors: valter ripetti, m.d; marco caricato, m.d; augusto arullani, m.d. Citation: a complication of stapled hemorrhoidectomy, vol. 45, no. 2; pp268-270. This is a case study that discussed about rectal perforation, retropneumoperitoneum, and pneumomediastinum after stapling procedure for prolapsed hemorrhoids. A (B)(6) female patient presented with a history of outlet obstruction and pelvic floor descent. For six months she complained of rectal bleeding not related to evacuation. Preoperative colpocystodefecography showed pelvic floor descent, rectorectal intussusception, and anterior rectocele. Proctoscopy showed second-degree and third-degree hemorrhoids and mucosal prolapse. Anorectal manometry was normal. Procedure for prolapse and hemorrhoids (pph) device (ethicon) was used during the stapling procedure. Digital rectal examination showed a posterior rectal perforation on the staple line. The rectum was edematous and pararectal tissues were inflamed and vascular in which antibiotic therapy with vancomycin, metronidazole, and amikacin was started. At one month of follow-up, proctoscopy showed partial recovery of the rectal perforation. At three months of follow-up, a rectal stricture was diagnosed, which was treated with balloon dilation. In conclusion, the outcome of this case suggests that double firing of the stapler could predispose to rectal perforation because of the fixation of the rectal mucosa to the muscularis at the time of first stapling and subsequent stretching and laceration of the mucosa at the subsequent use of the device. Therefore, a double firing should be avoided.